Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with nonreducible ventral hernia thereby underwent open repair with the implant of composix e/x . Per operative notes, ¿the hernia sac was then excised off the omentum. A composix e/x mesh was placed underneath the fascia using prolene sutures.¿ (B)(6) 2011 - patient was diagnosed with incarcerated ventral hernia, exploratory laparotomy thereby underwent open repair with partial removal of mesh & resection of small bowel, component separation with ventral hernia. Per operative notes, ¿mesh was noted, and it was contracted towards the midline and portion of mesh was easily excised.¿ (B)(6) 2012 - patient was diagnosed with chronic abdominal wound with infected mesh thereby underwent repair with removal of mesh. Per operative notes, ¿mesh with inflammatory process and cicatrix and multiple abdominal adhesions. The mesh was removed.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional/ventral abdominal wall hernia thereby underwent repair with removal of old mesh. Per operative notes, ¿there were significant adhesions. Encountered the mesh and this was explanted. A synthetic mesh was placed inside the abdominal cavity.¿ attorney alleged that the patient had abscess, adhesions, bowel removal, fistulae, infection, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of composix e/x mesh, patient was diagnosed with infection, hernia recurrence, adhesions, inflammation and mesh deformation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence, adhesions, inflammation as possible complications. The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require the removal of the prosthesis.¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.